Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - drill. Visual examination of the returned product/provided pictures identified an alliance glenoid modular center post reamer was returned for evaluation. As returned, the end of the cutting feature is cracked, damaged, and fractured. Wear & tear is seen that indicates repeated use. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6 and h10. Correction to h6 health impact.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was fractured. There was no report of the patient retaining the fractured piece of the instrument or harm to the patient. Additional attempts have been made to receive additional information, but no response has been received.